Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, it was reported that the knee replacement is defective. As a result, the patient will require a revision surgery on a future date. No further patient impact reported. No further information available.